Event description:
It was further reported that there was intermittent capture and fracture was confirmed. The lead was capped and replaced.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range, and pacing capture threshold in the lv (left ventricle) was high. Left ventricular capture management shows high thresholds (greater than 2.5v) for the week ending 18-jun-2014. Min/max lv pace impedance trend is approximately 500 ohms. Maximum impedance is greater than 3000 ohms starting the week of 04-jun-2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 lead implanted 2007-(B)(6); d224trk ICD implanted 2012-(B)(6).

Event description:
It was reported that there was an alert due to high impedance on the left ventricular (lv) lead and fracture was suspected. A venogram found that there was left and right side occlusion, so there is a plan to do venoplasty and attempt a new lead on the right. If venoplasty is unsuccessful the patient will be referred for epicardial leads. The lv lead remains in use. No patient complications have been reported as a result of this event.